Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified iliac. An 8.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the fifth inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was removed using normal method without issue and the procedure was completed with a different device. There were no patient complications as a result of this event.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k): k141521, k141597.